Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Leaf spring component is no longer functioning. This cause a surgical delay of 30 minutes.